Event description:
The account alleged the cardio pulmonary resuscitation did not function. No pt impact.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.